Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling a cartridge multiple times with insulin during the load process. The customer changed out the cartridge and was able to complete load process. The customer's blood glucose was 300 mg/dl with low ketones.